Event description:
A malfunction alarm 20 was reported during the pumping process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for the pump to be replaced and instructed the customer to use an alternate insulin delivery method via multiple daily injections (mdi) until the replacement arrived. The customer was guided on how to store the pump before returning it and acknowledged the process for returning the malfunctioning pump within 10 days.